Manufacturer narrative:
Siemens has completed an investigation of the reported event. The collision sensor at the c-arm was permanently activated as a result of damage. The activation of the collision sensor inhibits automated system movements and the user is informed of the sensor activation by a message at the monitor. Manual system movements remain available under the control of the operator and motorized system movements are available in override mode. Override mode is activated by the operator and movements are performed under the supervision of the operator and only operation with reduced speed is possible. Exchange of the damaged components was performed according to the relevant sections of the service documentation.

Manufacturer narrative:
As the investigation is ongoing, a root cause has not yet been determined. A supplement report will be filed upon conclusion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a procedure on the artis q biplane system, the stand became jammed. The customer experienced limited stand/ table speed and a restart of the system did not resolve the issue. A mobile xray unit was brought into the exam room and the procedure was completed without incident. We are unaware of any impact to the state of health of the patient treated.